Manufacturer narrative:
The device was returned for analysis. The reported ¿not very much blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the first proglide device was deployed even though the marker lumen bleed back was not pulsatile. When the second proglide was inserted, no bleed back was observed from the marker lumen; therefore, the second proglide device was not used and was removed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after an iliac percutaneous transluminal angioplasty interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful with both proglide devices. Reportedly, pulsatile bleed back was observed from the marker lumen and the deployment steps were performed correctly; however, no suture was present when the plunger of the first proglide device was removed. The foot was retracted and the proglide device was removed. A second proglide device was inserted through the guide wire. Bleed back was observed through the marker lumen of the second proglide device but it was not very much; therefore, the proglide device was not used. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.